Event description:
Three devices (cev649-5b, cev3685r, and cev607-1) were returned to mxi svc and repair. It was reported that, "the handle is hard to operate."

Manufacturer narrative:
Device 2: cev6385r (lot: 201112mf2) - mfg date: 12/2011, device 3: cev607-1 (lot: 201112mf4) - mfg date: 12/2011. (B)(6). Cev649-5b: eval of this instrument indicated that the sleeve was slightly damaged. It was also noted that the tube was returned with cev6385 handle. Cev6385r: it was reported that the handle was hard to operate. Eval of this instrument indicated that the handle had not been lubricated. Cev607-1: it was reported that the scissors were not functioning properly with handle cev6385r. Eval of this instrument indicated that the ends were not cleaned and the sheath was damaged. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.